Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result a (B)(6) female patient. There was no additional patient information available at the time of this report. Return product is available for investigation. Time method potassium sample5:07 pm I-stat <2.0 a5:18 pm vista 4.0 bthere were no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Retain and returned cartridges were tested and are functioning according to specification.